Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, it was noted that blood was in the gas line due to a catheter rupture. The gas line was disconnected from the patient and clamped. There was no reported injury to the patient. Complaint received via FDA medwatch mw5091933 on 13-january-2020.